Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient began to experience abdominal pain, diarrhea and hemorrhagic stool on (B)(6) 2014. On (B)(6) 2014 the patient presented to the hospital and was started on antibiotics and dietetic therapy. On (B)(6) 2014 the patient was readmitted to the hospital due to gastrointestinal dysfunction and to continue the course of treatment. After readmission, the patient was on fasting, fluid replacement, and on continuation of antibiotics which relieved the patient¿s symptoms. A gastroscopy was performed and no abnormalities were found. It was suspected that the patient might have colitis and colon diverticulum. The patient was discharged on (B)(6) 2014. No additional information was received.

Manufacturer narrative:
Approximate age of device: 11 months. The event occurred at the (B)(6) center in (B)(6). A correlation between the device and the reported gi bleed could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient was discharged on (B)(6) 2014 and remains ongoing on lvad support with no additional complaints reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.